Event description:
It was reported that the patient's lead was going to be replaced. It was unknown if the lead had migrated or fractured. The patient was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)